Manufacturer narrative:
Correction information b4: date of this report - updated g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - component code, type of investigation, investigation findings, investigation conclusions-updated. Additional information d4: primary unique device identifier (UDI) d9: is this device available for evaluation? H4: device manufacture date h11: evaluation summary. Evaluation summary the reported event was angulation failure. Based on the investigation and the repair record, a potential root cause of this failure was wear of the pulley wire due to repeated angulation operations. The wear of the pulley wire resulted in the angulation malfunction. A definitive root cause of the reported issue could not be identified. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the device was manufactured at miyagi on 05-feb-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 12-feb-2020. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 23-oct-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10nl, serial number (B)(6) in canada within the pai region. Pentax medical received via email from health canada a copy of the report submitted by a user facility to health canada. The report stated that during a procedure, the lever (left and right angulation knobs) of the colonoscope broke, and the procedure was not completed. The endoscope had reached the hepatic flexure. It was reported that no patient harm occurred. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical canada reported this event via email on 22-oct-2025 with the following information. At the time of occurrence, the incident had not been reported to pentax medical canada by the facility. Although the endoscope had been sent for repair, pentax medical canada had not received any information indicating that the procedure was incomplete. A pentax medical canada representative will collaborate with the field personnel to confirm that the issue has been resolved through the repair. According to the repair record, a breakage of the left pulley wire and buckling of the insertion tube were confirmed, and replacement repair was performed. Health canada report no.: (B)(6). Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.